Event description:
It was further reported that the chest pain was caused by the occlusion of the saphenous vein graft and that the fractured stent was a contributing factor. The physician did not perform additional invervention because the vein graft had been occluded for more than 3 days. He was concerned about dislodging thrombus with further intervention. He did not base his decision on the appearance of the stent on the cine, but rather on the fact that it had been occluded for more than 3 days.

Event description:
In 2001, pt had two niroyal stents placed in a proximal vein graft to the lad. It was reported that the pt underwent diagnostic angiography in 2002 for eval of unstable angina. Under flouroscopy, the distal stent in one angle looked pinched and in another angle, appeared to be fractured. Per the physician, the pt did not undergo intervention at this time due to chronic occlusion of vein graft to lad, but was sent home on medical treatment.